Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing, pacing not delivered when required, high pacing threshold measurements, and loss of capture with greater than two seconds of asystole due to a lead dislodgement. Temporary pacing was provided to the patient and the lead was subsequently repositioned. No additional adverse patient effects were reported. The lead remains in service.